Event description:
It was reported that the cot was involved in an ambulance accident. The medical professional experienced a broken ankle as he was slammed up against the oxygen bottle holder of the cot during the motor vehicle accident. He had to go the rehabilitation, physical therapy, and had to wear a brace due to the ankle injury.